Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the "lens was torn into two pieces". Additional information was provided that surgeon noticed a crack on the iol upon a follow-up visit. The lens was replaced in a secondary surgery with no complications to the patient. The replacement lens is unknown.

Manufacturer narrative:
A photo provided showing iol cut in half. Based on our observation of the attached photo, lens is cut on half. The reported crack cannot be confirmed from the photo. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. There are no other complaints in this lot. Investigation has been completed based on current information. No further action warranted at this time. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the "lens was torn into two pieces". Additional information was provided that surgeon noticed a crack on the iol upon a follow-up visit. The lens was replaced in a secondary surgery with no complications to the patient. The replacement lens is unknown. The complaint sample is not available for return. Additional information was requested.